Manufacturer narrative:
The device was returned with the pusher, introducer, and implant for analysis; the implant was detached from the pusher. The proximal portion of the pusher was found to contain a small kink at e3. The proximal solder joints were observed to be in good condition. The introducer was returned undamaged and within specification. The body coils on the pusher were undamaged. The strain relief was observed to be unburnt and in good condition. The monofilament was observed to still be attached at the glue joint on the pusher. The pusher's resistance was measured to be within specification, and it produced a green light in the v-grip 4-way check. The implant was stretched and lost its shape at the proximal portion. The monofilament was found to be exiting the side of the implant, and the tip was indicative of a stretched tail profile. The distal portion of the implant retained its shape and was in good condition. The piece of monofilament still attached to the pusher was pulled through the body coil for observation. The rebound tether length of the monofilament was .20" with a stretched tail profile. Based upon the investigation findings and available information, the reported complaint can be confirmed. The monofilament contained a stretched tail profile on both the pusher and implant; the stretched tail profile is indicative of a tensile break of the monofilament. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. Both segments of the coil and pusher were removed in their entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.